Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported that one day following uneventful, bilateral lasik surgery, the patient presented with a slipped corneal flap in the left eye. The surgeon lifted and repositioned the flap, and placed a bandage contact lens. Four days later, the contact lens was removed and the patient was doing well. No further information is expected.